Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location, which had been occurring since the device was implanted. The patient was going to have surgery ¿soon¿ to move the leads as they were not in the correct position.

Event description:
Additional information received reported that the patient had been experiencing foot pain and was undergoing some treatment options such as injections. The patient had had a synthetic nerve block on the (B)(6) 2014 and was doing well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was admitted to the hospital due to severe post-operative left leg pain. The issue began directly after surgery on (B)(6) 2014, of the lead revision. The patient was still an inpatient in the hospital because she was unable to bear any weight on her left leg. Actions required as a result of the event included hospitalization. The patient had an MRI in the hospital but it didn't show anything remarkable. The healthcare provider (hcp) was considering explanting the entire system if the left leg pain, lack of weight bearing, didn't improve. They were running the stimulator and getting good coverage to the left leg. There were no high impedances noted on the leads. Patient status at the time of the report was alive, no injury and had severe new left leg pain post-operative and was still unable to put any weight on the left leg since surgery one week prior to the report. Therefore, there was pain and weakness at the left leg. The pain had improved since the first few days. It was later reported that there was nerve pain and that the reason for the MRI was related to the device therapy. It was noted that the leads were moved during that surgery and she was having a lot of nerve pain so the hcp wanted to check with the MRI to see if leads moved.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 201, product type: lead. Product ID: neu_stylet_acc, product type: accessory.

Event description:
Additional information received reported that the patient was in a nursing home because she was still having trouble bearing weight on her left leg. The patient's healthcare provider (hcp) believed that patient had developed the post-op leg pain asa result of the hcp having used the guide wire from the percutaneous lead introducer kit.

Event description:
Additional information received reported that the cause of the event had not been determined. The patient had been reprogrammed on (B)(6) 2014 and was receiving good coverage at that time. No further troubleshooting was done at that time and no device explant had been scheduled or planned. Later, the patient still had concerns with the device or therapy, but was working with a hcp or manufacturer representative and had an appointment scheduled for (B)(6) 2014.